Event description:
The customer reported that when pressing the button to capture a picture, the system was not capturing the image.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.